Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. The patient was treated with unknown antibiotics. On an unreported date, dianeal and extraneal therapies were discontinued and the patient was placed on temporary hemodialysis. Eight days after the hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h20055, h13j04064, and h13k04070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.